Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, infection is a known possible risk of use of the device. If additional information is made available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a pump replacement surgery. During follow up communication with the agent covering the surgery, it was confirmed that the patient's original pump had been explanted "long ago due to a possible infection."